Event description:
It was reported that when using the bd pyxis¿ es server, user experienced slowness at the medstations during medication passes. The customer stated there was no delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the system had a slowness issue. A technical support specialist connected to the server, and the inactivity admission days were set to a high value of 90. The customer was advised to change it to 30, and the customer acknowledged that the issue was resolved after changing the setting to 30. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user experienced slowness at the medstations during medication passes. The customer stated there was no delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.